Manufacturer narrative:
The actual device has been returned and is currently pending evaluation. Once (B)(4) evaluates the device, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported by (B)(6) that during service and evaluation, it was observed that the coupling power supply was damaged. It was noted in the service order that the "coupling machine side defective and not working". This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. Reliability engineering evaluated the device and observed that the coupling power supply was damaged. Therefore, the reported condition was confirmed. It was further determined that the coupling machine side was defective. The assignable root cause was determined to be due to improper/faulty handling. This was further defined as user error/misuse/abuse. If additional information should become available, a supplemental medwatch report will be sent accordingly.